Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor was resetting during incoming testing. Upon evaluation, the solder pad at the c19 high voltage capacitor was lifted from the defibrillator board. The cause of the resets is the lifted solder pad. The root cause of the lifted pad is a manufacturing error. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.